Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, the fse conducted follow-up with the customer over the phone to address the reported event. The fse performed troubleshooting with the customer by having her remove the sample loader covers. She found two sample cups interfering with the x1-axis. The sample cups were removed and a loader rotate was performed with no errors. The customer blew out the sample loader and verified that the sample needle was straight. The fse followed up again to verify that qc was within range. No further issues were identified and no further action was required by field service. The most probable cause of the reported event was mechanical fault/failure of the sample loader.

Event description:
On (B)(6) 2016, the customer reported receiving error 708 x1-axis and hearing a grinding noise with the g8 analyzer. The customer attempted to troubleshoot but the issue persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.